Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump are getting stuck and screen is scrolling. Customer stated that it might be due to sweat of his workout. Blood glucose value was 106 mg/dl. Nothing further reported.